Event description:
The lead was capped and replaced.

Event description:
It was reported that the patient had a single vf episode that was non-sustained; the therapy was aborted after vf diagnosis. Review of an egm noted that the noise is consistent with a potential problem with the insulation of the lead within the heart area. The physician elected to monitor the patient.

Manufacturer narrative:
Na